Event description:
Customer reported via phone call that he was hospitalized with diabetic ketoacidosis. Customer stated that the insulin pump has alarmed motor error during basal prior to the hospitalization. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, bleeding display glass was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, missing end cap sticker, scratched reservoir tube window, scratched keypad overlay and cracked battery tube threads.